Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer administered 32 units of insulin sometime during the morning of (B)(6) 2010. Later the same day, the consumer experienced a hypoglycemic event requiring medical intervention and hospitalization. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips reported in this event will be returned for evaluation.